Event description:
It was reported that the customer experienced significant difference in sensor readings versus blood glucose meter readings. The customer states the readings are typically within a 30 mg/dl range of one another, but the difference has been 100 mg/dl at times. At the time of the report, the customer was not wearing the same sensor he was having issues with and his blood glucose was at 86 mg/dl. It was discovered that the customer was calibrating every two hours on the day the sensor problems were occurring and eating or giving insulin every two hours. The customer was advised to only calibrate four times a day and when blood glucose levels are most stable, before the main meals of the day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.